Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat pancreatic cancer during an endoscopic ultrasound procedure (eus) on (B)(6) 2026. During the procedure, the physician reported during deployment the grey hub broke. The physician had to use forceps to pull back the mechanism to deploy flanges. The procedure was able to be completed by using the same stent. It was mentioned that the procedure time was longer and very complicated. However, there were no patient complications reported as a result of this event.